Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation findings code of "appropriate term/code not available" represents photo/video analysis. The biosense webster, inc. (Bwi) product analysis lab received the device on 2/26/2021. The investigation was completed on 3/15/2021. An analysis was performed on the photo that was provided by the customer. According to the photo, blood was observed inside the pebax sleeve in the tip area. The product analysis was performed as appropriate in order to find the root cause of the complaint. Visual analysis of the returned sample revealed reddish material on the thermocool® smart touch® sf bi-directional navigation catheter. Microscopic examination in the pebax area revelated that there was a hole in the pebax. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [30445469m] number, and no internal action related to the reported complaint condition was identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that blood had invaded the catheter. The smart touch® sf catheter was replaced with another one. The procedure was completed without patient consequence. The sheath used was a slo 8.5f. No difficulty was experienced while maneuvering the catheter or during the withdrawal. There was no physical damage reported with the pebax. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. Since there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2021 that there was reddish material observed in the pebax and a hole was found. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 3/4/2021.